Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, deformation, yellow particles in shell, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no openings found. No issues found related to the manufacturing process. Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.